Event description:
The pt said they had a spinal cord stimulator (scs) made by nevro and the scs would not shut off since they got the scs implanted in 2008. Pt said "they looked at it and could not figure out what was going on." (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).